Event description:
The carina was perforated with a polarx sheath, which was confirmed by fluoroscopy. During cryoablation, when the left pulmonary vein (lpv) was finished and the catheter was approaching to the right pulmonary vein (rpv), the carina was perforated, and the balloon was inflated. The balloon was inflated and held in place while the pericardium was punctured and drained, but when the balloon was deflated, the pericardial fluid flew out, so the balloon was inflated again, and emergency open chest surgery was performed. The physicians opinion on the relationship between the event and the product was that there was no casual relationship with bwi (biosense webster, inc.) Product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).